Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The additional device referenced is being filed under a separate medwatch report. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted the rx graftmaster coronary stent graft system instructions for use states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the patient underwent a procedure to treat a pseudo-aneurysm in the mildly tortuous proximal right coronary artery (rca). The first 3.5 x 19 mm graftmaster stent delivery system was advanced into the patient anatomy, but was unable to cross to the target site due to the patient anatomy. The device was removed and was noted to have flared struts. It was not used again. The procedure was then aborted, with plans to bring the patient back to the cath lab when a new graftmaster stent was obtained. Approximately 5 hours later, a new graftmaster stent delivery system was available and the patient was then brought back to the cath lab. The second 3.5 x 19 mm graftmaster stent delivery system was advanced into the patient anatomy, but was also unable to cross to the target site due to the patient anatomy and was removed. This one was also noted to have flared struts and was not used again. A 2.8 x 16 mm graftmaster was then advanced. Physician was aware that this device was smaller than the target vessel, but chose to use the smaller size in order to cross to the target site. The device was able to cross to the target site and was deployed. A 3.5 x 15 mm nc trek was then inflated at that stent and was able to expand the graftmaster to fully seal the aneurysm. There was no adverse patient effect and no clinically significant delay. No additional information was provided.